Event description:
(B)(4). Same case as 2134265-2011-01626. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The patient had chest discomfort and underwent diagnostic cardiac catheterization revealing disease in the distal left main (lm), proximal (lad) left anterior descending and ramus. The extent of the disease was not clear by angiographic assessment alone and he was referred for ivus and possible stenting. 4 days later, the patient underwent cardiac catheterization with ivus. Target lesion 1 was located in the mid lad with 80% stenosis and a length of 20 mm with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement of a 3.5 x 24 mm taxus liberte stent with 0% residual stenosis. Ivus revealed a mid lad lesion distal to the stent with a minimal lumen area of 3.9 mm squared and fractional flow reserve (ffr) of 0.79. Target lesion 2 was located in the mid lad with 80% stenosis and a length of 18 mm with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement of a 3.0 x 20 mm taxus liberte stent with 0% residual stenosis. The two stents overlapped, 3.5 x 24 mm proximally and 3.0 x 20 mm distally. Post-procedure ffr in the lad was 0.92 and 0.80 with adenosine. Less than 24 hours after the procedure the patient's troponins were elevated consistent with a myocardial infarction. The patient was without ischemia and no action was taken. The event was resolved without residual effects and the patient discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned product analysis. Review of the manufacturing records for the reported batch confirmed that the device met all applicable specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).